Event description:
It was reported that a user experienced recurrent downward-trending blood glucose with sudden drops and treated with oral glucose sources including juice, graham crackers, and glucose tablets; they temporarily removed the pump due to perceived recurrent lows, and a fingerstick confirmed a higher value than the sensor reading while using a libre 3+ system. Symptoms included hypoglycemia without reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.